Event description:
It was reported that stent damage occurred. A 3.00x32mm promus element ¿ drug eluting stent was selected to treat the lesion but during unpacking the physician found that the stent body was lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that stent damage occurred. A 3.00x32mm promus element ¿ drug eluting stent was selected to treat the lesion but during unpacking the physician found that the stent body was lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the 5th most proximal stent row were raised outwards distally from the balloon and damaged. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).